Event description:
6a 26 mm diameter x 15 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm in 2000. The diameter of the proximal non-aneurysmal aortic neck was 22 mm, and the length from the proximal non-aneurysmal neck to the distal non-anbeurysmal iliac neck was 176 mm. The pt has a history of chronic obstructive pulmonary disease and hypertension. Vessel morphology is unk. It was reported that the bifurcated stent graft was pulled down due to friction at the distal iliac seal: therefore, a 26 mm diameter x 3.75 cm length aortic cuff was successfully deployed. Final angiogram demostrated a successful outcome with no endoleak and exclusion of the aneurysm. No clinial sequelae were reported, and the pt is reported to be fine.